Event description:
Facility alleges a blood leak occurred at the end of treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss 180-200 cc's. Blood loss was due to blood left in the dialyzer and blood lines when discarded. No serious injury reported as a result of this incident.